Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving inadequate coverage. In turn, the patient underwent surgical intervention on (B)(6) 2018. During the procedure, the doctor decided to remove one of the lead tails from the ipg and implant/connect a different model lead. Surgical intervention resolved the patient's issue.